Event description:
Kimberly-clark received a report stating, " the needle broke off in the patient during a procedure. An incision was made to retrieve the broken 2" piece of the 3.5" needle. The patient was fine after the procedure." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4)

Manufacturer narrative:
The device history record for code 183a12 with lot number aa0131l01 was reviewed with no similar findings. Sample evaluation showed a needle broken in two pieces, with one of the pieces bent. The component involved was forwarded to the supplier for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.